Event description:
A site representative, stealth coordinator, reported while in a cranial procedure, that after successfully registering on their t1 contrast exam, another exam became available. After going back in the software and merging the two exams, the pointmerge registration points were no longer there and they could not navigate. A medtronic representative, walked him through trouble-shooting to confirm if he selected the correct exam as the reference exam that had the registration attached to it; the site representative stated that he did. The surgeon chose to not re-register as patient was already draped. The procedure was completed without the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Investigation involved visual inspection and functional testing of the merge and transition back to navigate. Software has not been evaluated as of the date of this report.